Event description:
Implant failed due to a loss of osseointegration.

Manufacturer narrative:
(B)(6) was selected by mistake, is now being changed to (B)(6).

Event description:
Implant failed due to a loss of osseointegration.